Manufacturer narrative:
The manufacturer previously reported that a critical error which was found in the download error logs for this device. There was no harm or injury reported. The device was evaluated, and the reported issue was not confirmed. However the following was confirmed handle loose tightened hex bolt. Inlet air path assembly and removable air path foam was replaced per remediation. The customer does not want any repairs done to the unit will be returned unrepaired.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a critical error which was found in the download error logs for this device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.